Event description:
It was reported that intermittent atrial under-sensing was noted on the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead. Additionally, the ICD exhibited atrial fusion. Programming changes were performed to resolve the issue. There were no patient consequences noted.